Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smo ro mod pro boost gel 390cc returned device. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of a paresthesia may be transient or chronic. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Reason for device explant and/or reoperation: paresthesia, asymmetry. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation revision with two 390cc mentor memorygel boost breast implants. Post-operatively, the patient suffered left swelling and bruising and was prescribed singulair for capsular contracture risk. On (B)(6) 2024, she developed left breast device extrusion and wound contamination, which required intervention. The left implant was irrigated but was not replaced and remained implanted. Antibiotics were prescribed. Eventually, on (B)(6) 2025, the patient was diagnosed with bilateral breast capsular contractures (baker grade iii on the left and only baker grade I on the right). The left breast has hardened and slightly superior compared to the right breast. The implants were also reported to make the patient's breasts cold and she also had bilateral breast asymmetry. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2025. The replacement devices were: (left) 350cc mentor smooth round moderate profile saline catalog: 3501655 lot: 9990673 sn: (B)(6) and (right) 350cc mentor smooth round moderate profile saline catalog: 3501655 lot: 9977711 sn: (B)(6). This medwatch form is for the right breast prosthesis.